Event description:
Case description: (B)(4)- mps reported arm jerking during cutting. Troubleshooting notes : mps reported that first the arm froze during rio setup, 502 error popped up. They tried soft reboot and applications were grayed out afterward and got gud and rio incompatible error. They shut down and went to double bypass, got everything working again. When they began the first cut the arm was making a strange noise but started to cut a little, then it started jerking alot and stopped. They tried to line the arm back up in haptics and they had power to the mics but it was jerking so hard it made it impossible to cut. They had to bail to manual. Case type : not reported.

Manufacturer narrative:
Reported event: it was reported that case description: mps reported arm jerking during cutting. Troubleshooting notes : mps reported that first the arm froze during rio setup, 502 error popped up. They tried soft reboot and applications were grayed out afterward and got gud and rio incompatible error. They shut down and went to double bypass, got everything working again. When they began the first cut the arm was making a strange noise but started to cut a little, then it started jerking alot and stopped. They tried to line the arm back up in haptics and they had power to the mics but it was jerking so hard it made it impossible to cut. They had to bail to manual case type : not reported. Product evaluation and results: the field service engineer reported: problem reproduced (if applicable): yes. Work performed: re-gapped j6 brake hub and troubleshot 502 errors. J6 brake passed all required testing per service manual. Replaced isolation transformer and ups assemblies to correct the 502 errors. Robot passed all required testing and is ready for clinical use. Product history review: a review of device history records shows that rob was inspected and accepted into stock on 7/15/2011 and was handled via npr. A review of the data revealed that the non-conformances is not related to the failure alleged in this complaint. Complaint history review: a review of complaints in trackwise related to rob shows 0 additional complaints related to the failure of mechanical failure of j6 brake hub in this investigation. A review of complaints in trackwise related to rob shows 0 additional complaints related to the failure of electrical failure causing 502 errors of in this investigation.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Case description: rob153 - mps reported arm jerking during cutting. Troubleshooting notes: mps reported that first the arm froze during rio setup, 502 error popped up. They tried soft reboot and applications were grayed out afterward and got gud and rio incompatible error. They shut down and went to double bypass, got everything working again. When they began the first cut the arm was making a strange noise but started to cut a little, then it started jerking a lot and stopped. They tried to line the arm back up in haptics and they had power to the mics but it was jerking so hard it made it impossible to cut. They had to bail to manual. Case type : not reported.